Manufacturer narrative:
The technician replaced the brake caster supports and brake bar spacers to resolve the issue.

Event description:
The technician alleged the brakes were not holding. No pt impact.